Event description:
The pt underwent a right total knee in 2005. She has had pain and difficulty regaining satisfactory motion and stability. She was admitted for revision of the right total knee. The tibial insert was removed and replaced. The component will not be returned per hospital policy.